Event description:
Reporter stated that customer received the following results on the compact plus system within 9 minutes: 0.9 mmol/l, 7.1 mmol/l and 8.7 mmol/l. The customer felt a "little dizzy" at the time of the results. He was not sure if this was related to his blood sugar levels or vertigo. He self-treated with an unspecified substance. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).